Event description:
The reporter indicated the surgeon implanted a 12.6mm vticmo12.6 implantable collamer lens in the patient's left eye (os) on (B)(6) 2015. The reporter indicated the lens had a refractive surprise and the patient experienced significant reduction of irido-corneal angles and blurred vision. The lens remains implanted. The patient was treated for choroidal effusion (suspect) with topic corticosteroids, the angles were coming back to previous and there was good evolution of the patient.

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (Refractive surprise); (choroidal effusion-suspect); blurred vision. (Lens implanted). Device evaluated by manufacturer? No. Lens implanted. Method: work order search. Results: a lens work order search was performed and no similar complaints were found within the work order. Conclusions (no conclusion can be drawn): based on the complaint history and work order search, a specific root cause of the event could not be determined. (B)(4). Lens implanted.

Manufacturer narrative:
A review of the device history record was performed and nothing was found in the manufacturing and packaging processes of this lens that was likely to have contributed to the complaint. No definite root cause for the complaint was determined. Based on the complaint history, work order search and the device history record review, a specific root cause of the event could not be determined. (B)(4).